Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number: 12d20h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of vomiting and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient had stomach pain and vomiting and was hospitalized for the events. On an unreported date, the nurse stated that the patient had peritonitis manifested by stomach pain. Treatment was not reported. Outcome was not reported. The event of peritonitis was unrelated to baxter products. The nurse declined to provide further information.